Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she had the motor error alarm over a month ago and was able to clear the issue. Customer stated that she was getting a motor error alarm over the weekend and the buttons were not responding when pressed. Customer stated that when she went to bolus, none of the buttons would respond. Call was disconnected. Customer called back and stated that she took the pump off and went back to manual injections when she had the motor error alarm. Customer was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.